Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the distal end and a damage at the femoral marker in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
Reportable based on investigation completed on 20-jun-2018. It was reported that lost image occurred. An opticross¿ imaging catheter was selected to view the target lesion. However, lost image occurred. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a damage (flakes off) at the femoral marker in the sheath assembly.